Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired for instruction on how to switch from group d to group c. Assistance was given and they were able to successfully switch, with it being noted that they are not getting the same kind of feeling on program d and that it is only in their hand and used to go down to their foot as of 2-3 days prior to date notified. There were no falls or trauma related to the issue. However, the patient noted a stress test and CT scan as possible emi exposure that could have contributed to the issue. Follow up information received from the patient on feb-27 reported that to resolve the issue with only feeling stimulation in their hand they turn the deep brain stimulation off and on sometimes. It was noted that the issue with only feeling stimulation in their hand has resolved. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.